Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion." Customer statement: "b. Braun technical services engineer found that one of the infusion pumps that we received last friday from (B)(6) hospital for repair with a note "pump just stopped working mid infusion."